Manufacturer narrative:
A2: average patient age was 78 years old. A3: 67% of subjects were male. B3: date of event estimated based on the first date of two-year follow-up period. Detailed product and patient information were not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Niikurua, h., nagai, t., fukuyama, c., iijima, r., hara, h., & nakamura, m. (2024). Comparison of clinical outocmes of low-dose paclitaxel dcb alone versus dcb and bailout stenting using des for femoropopliteal de-novo lesions. Cvit 2024. 883.

Event description:
It was reported via literature that clinically driven target lesion revascularization occurred. From january 2021 to january 2023, 31 femoropopliteal de-novo lesions were treated with low-dose paclitaxel drug-coated balloon (dcb) angioplasty and bailout stenting using the eluvia drug-eluting vascular stent system. At the two-year follow-up, of the 31 lesions, clinically driven target lesion revascularization (cd-tlr) occurred in 25.8% of the subjects.